Event description:
Patient presented to the ER with chest pain associated with stimulation. The patients device was disabled. Diagnostics were noted to be within normal limits. No known surgical intervention has occurred to date. No other relevant information has been received to date.